Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. During the device evaluation, corrosion on the endoscope connector plug unit was identified. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include: electrical problems due to signal loss or open circuit, environment problems such as dust/dirt/humidity, optical problems, overheating problems, or mechanical issues such as damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during service/maintenance. There were no reports of patient involvement.